Event description:
Device has been explanted.

Manufacturer narrative:
Visual device evaluation: visual analysis of the photographs: device patch with lot number 3363452 and red particles in the shell. Device analysis was performed through photographs, due to the impossibility to perform microscopic analysis thus it is not possible to determine the most likely failure mode. Additional, corrected and/or changed data: b.5, d.7, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.